Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. Customer reports device is not available for investigation. Fifty samples were taken from the current production. The cuff from the samples were inflated and left for four hours. After this time all samples were still fully inflated. Defect reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted. No update is required. In order to perform a proper and thorough investigation it is necessary to receive the device sample involved in the complaint. Customer complaint cannot be confirmed based on this investigation. Root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "the physician placed the et tube in patient but could not inflate the cuff." Alleged event reported to have occurred during use. Customer reports there was no patient injury or consequence.